Manufacturer narrative:
Customer requested pricing for pressure transducer printed circuit board but did not want to dispatch a service call. Issue was found during pre use check prior to preventive maintenance and there was no patient involvement. No logs or the current status of the ventilator was provided. Therefore the root cause could not been identified.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).